Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient's daughter in law via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that historically, there were impedance issues with contact two; it was not a new issue. It is unknown when the impedance issues began. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.